Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post generator change out procedure the patient complained of hearing a beeping. The device was interrogated at the hospital and it was identified that the right ventricular (rv) lead had oversensing and noise. Follow-up with the clinic confirmed noise oversensing on the rv lead and that it worsened with patient arm movement. The patient was sent home and that evening the patient received an inappropriate shock. A rv lead fracture was suspected. The detections were turned off and later the rv lead was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.